Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators babypac exhibited a "broken high alarm." No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received with no physical damages. Diaphragm was missing, manometer is out of spec. During the evaluation of the devicethe customer reported condition was confirmed. Problem source was traced to user interface.the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.